Manufacturer narrative:
The device was not received for analysis; therefore no physical or visual analysis of the product can be performed. The batch number is unknown; therefore the manufacturing records for the complaint device cannot be reviewed. Review of the directions for use notes the reported event as potential adverse event associated with the use of the device. A combination of patient and procedural factors appear to have caused or contributed to this incident. The product is not expected to be returned for failure analysis. If additional information is received a follow-up medwatch report will be submitted. Product was disposed of by end user.

Event description:
Information received from distributor: the plan was to implant a 23mm lotus valve. Patient had a very small ventricle and also suicide ventricle. When the wire crossed annulus pressure dropped very low and required wire to be removed in order for patient's pressure to recover. They tried this 4-5 times and then decided to go ahead and try to implant a lotus 23 valve very quickly with low pressure. They attempted to open the valve very quickly and popped it out high into the ascending aorta, patient's pressure was so low they required CPR. At this point valve was removed and patient's pressure gradually recovered. When patient recovered they monitored patient and used ultrasound to rule out tamponade which they did. At this point the decision was made to implant an edwards s3 valve as it could be done quicker. They did this successfully then suddenly the patient's pressure dropped suddenly and required surgical intervention. When the chest was opened they realised that the patient now had an effusion that they tried to surgically fix. I wasn't in the lab for this but dr informed me that the patient didn't do well and subsequently died . Dr was trying to think what may have happened and wondered was it created by 1 of the wires used? They initially used a safari2 which they then switched for amplatz wires which the edwards was tracked on.